Event description:
Caller alleged discrepant inratio results. Results as follows: (B)(6) 2014: inratio = 3.8; 2nd inratio test: 2.2. Approximately 10 minutes between results. Patient's target therapeutic range: 2.0 -3.0.